Event description:
Literature: deogaonkar m, nazzaro jules m, machado a, rezai a. Transient symptomatic, post-operative, non-infectious hypodensity around the deep brain stimulation (dbs) electrode. J clin neurosci. 2011:18(7);910-915. Doi: 10.1016/j.jocn.2010.11.020. Summary: the authors discuss morphological characteristics of post-operative edema around a dbs lead in pts who presented between 2004 and 2009. Reportable event: one (B)(6) female presented to the emergency room complaining of worsening symptoms 9 days following gpi dbs implantation. Edema was found at the tip of the lead. No intervention was carried out and the edema resolved in 30 days.

Manufacturer narrative:
(B)(4): (pneumocephalus; hypodense area). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events.